Event description:
On (B)(6) 2012 the patient contacted animas alleging that he experienced elevated blood glucose (bg) over 600mg/dl with nausea after a site/set change. The patient stated that on (B)(6) 2012 his bg was around 200 mg/dl and he changed out the site/set. The patient stated that there was a knot at the site and the site was swollen due to pooling of insulin at the site. The patient stated that his bg was within normal range on (B)(6) 2012 and then he awoke the morning of (B)(6) 2012 with elevated bg, feeling fatigued, severe thirst, and moderately increased urination. The patient stated that he delivered correction injections and his bg came down to 296 mg/dl. The patient had not changed out the insertion site at the time of the call to animas customer support. The patient attempted a 5 unit air bolus with no insulin seen, and then a 10 unit air bolus again with no insulin seen. The patient then primed 5 units and saw one drop of insulin. The patient did not have additional supplies at the time of the call, and was to call animas back when he was able to change out supplies. Follow-up with the patient indicated that the patient's bg came down to 76 mg/dl after correction injections. The patient stated that he changes supplies and was able to see insulin come from the tubing with a 5 unit air bolus. The patient stated that he was also then able to successfully prime. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to priming issues with the cartridge and tubing.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.